Event description:
It was reported that there was a drug leak. A 106cm x 18cm ekos endovascular device was selected for use in the pulmonary artery. After starting ekos therapy in the intensive care unit (ICU), the catheter started to leak. Both the drug and coolant luers were leaking. Due to this issue, the patient likely did not receive an adequate amount of lytic. No patient complications were reported.

Event description:
It was reported that there was a drug leak. A 106cm x 12cm ekos endovascular device was selected for use in the pulmonary artery. After starting ekos therapy in the intensive care unit (ICU), the catheter started to leak. Both the drug and coolant luers were leaking. Due to this issue, the patient likely did not receive an adequate amount of lytic. No patient complications were reported. It was further reported that the patient was being treated for a pulmonary embolism. The leaking luers were noticed after approximately 6 hours and ended ekos therapy. After ending the ekos therapy, the patient's condition was just a little bit better. It was then decided to perform a systemic lysis.

Manufacturer narrative:
Corrections to device size in b5: describe event or problem and d1: brand name.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual inspection of the device confirmed that there were cracks in the drug and coolant port luers. The drug and coolant port luers leaked fluid during the leak test. The reported event of hub leaking was confirmed.

Event description:
It was reported that there was a drug leak. A 106cm x 12cm ekos endovascular device was selected for use in the pulmonary artery. After starting ekos therapy in the intensive care unit (ICU), the catheter started to leak. Both the drug and coolant luers were leaking. Due to this issue, the patient likely did not receive an adequate amount of lytic. No patient complications were reported. It was further reported that the patient was being treated for a pulmonary embolism. The leaking luers were noticed after approximately 6 hours and ended ekos therapy. After ending the ekos therapy, the patient's condition was just a little bit better. It was then decided to perform a systemic lysis.